Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states, "she has pain in her chest when she is walking," they also state, "she is concerned that the device may have caused the pain she feels in her chest when walking, she feels that this may have been caused by foam degradation". Additionally, the patient states that they have heart disease and copd and have been to the doctors, and they replaced/ added stents, but "the doctors do not know why she is having pain when walking." The patient is also unsure if device malfunctioned. The patient reported using an ozone-based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.